Event description:
It was reported that during a video assisted thoracic wedge resection, when fired the device laid down staples on one side, did not cut and did not lay staples on the other side. Another device and reload was used to complete the procedure. There was no adverse consequence to the patient reported.(B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Wedge band bypass the analysis results found that the ez45b device was received in good visual condition and with a reload loaded on the device. The reload was noted to have a wedge band bypass as the left side was fully fired and the right side was unfired. In addition the reload was noted to be not properly loaded on the device as the right wedge was not in the wedge slot, both the knife and the right wedge were lodged inside the left wedge channel, this is consistent with an improper loading technique. If the reloading instructions are not followed and the reload is loaded improperly into the channel of the device, the reload and device could become damaged. To load the cartridge insert the new reload by sliding it against the bottom of the reload jaw until it stops in the reload alignment slot. Snap the reload securely in place. For more information please refer to the instructions for use. No functional test could be performed due to the conditions of the device. The device was disassemble to verify the condition of the internal components and the right wedge band was found bent. A batch record review was performed and no anomalies were found during the manufacturing process.